Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving clonidine and fentanyl (doses and concentrations unknown, meds were "very low") via an implantable pump for spinal pain. It was reported the patient went to the hospital because they weren't feeling well. It was stated that this "turned into a life savior because the hospital healthcare professional (hcp) figured out he was in renal failure because the pump was malfunctioning". The patient stated that "it was like the pump was working intermittently". The patient indicated they have not heard any pump alarms or received any codes on their ptm. The patient stated they didn¿t know what happened and was surviving on substitute medications right now. The patient stated they were transferred 3 times to different hospitals and has had to call the ambulance twice. The patient mentioned they were still a little fuzzy on what exactly happened. No interventions were reported. The issues began 4 to 5 days ago (last week). The patient's status was being addressed by their hcp.